Event description:
Customer reports back to back results of 106 mg/dl on advantage system #2 compared to results of 347 mg/dl on advantage system #1. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #2. Please see medwatch with a1 patient for suspect device in advantage system #1.